Event description:
There was no specific event reported - the user facility stated that they were unable to establish 12-lead ECG monitoring for critical patients properly. There was no detail in the report which would reasonably suggest that health consequences for a patient may have occurred.

Manufacturer narrative:
The initial report MDR number used was incorrect. Please see MDR 1220063-2024-00053 follow-up 1, and follow-up 2 for patient identifier (B)(4).

Manufacturer narrative:
The investigation has just started - results will be provided in a follow-up report. H3 other text : on-going.

Event description:
There was no specific event reported - the user facility stated that they were unable to establish 12-lead ECG monitoring for critical patients properly. There was no detail in the report which would reasonably suggest that health consequences for a patient may have occurred.